Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted to the hospital with interstitial pneumonia, and on (B)(6) 2024, the charge nurse followed the doctor's orders for the patient's intravenous fluid therapy, and at the end of the use of a prefilled catheter flosser for indwelling needle sealing, she found that the prefilled catheter was deformed and leaking, which made it unusable, and she immediately replaced the prefilled catheter flosser, which did not cause any harm to the patient.

Manufacturer narrative:
(B)(4). Follow up. It was reported the prefilled catheter was deformed and leaking. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show a syringe with no packaging flow wrap and the syringe barrel luer lok damaged. No other defects or imperfections were observed. This defect could occur if there was a jam at the tip cap assembly station. A device history record review was completed for provided material number 306593, lot 4058856. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the tip cap assembly station was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.